Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a laparoscopic procedure. The device was being used to clip a vessel. There was a failure with the device. The surgeon was able to squeeze the handle when the issue occurred. Some of the clips malformed in the jaws. Most of the clips were able to be fired from the device and form correctly. No component of the device disengaged into the cavity of the patient. In order to resolve the issue and complete the case, grabbed another clip applier. There was no patient harm. The patient status is alive, no injury.